Manufacturer narrative:
The external visual inspection revealed the electrode array was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device passed all the tests performed. No corrective action is indicated. This is the final report.

Event description:
The recipient's is reportedly experiencing sound quality issues and decreased performance. External equipment was exchanged, however, the issue was not resolved. Device testing produced results within normal limits. Revision surgery is scheduled.

Manufacturer narrative:
.